Manufacturer narrative:
(B)(4). Separated/loose condition confirmed. Visual examination of the unit confirmed the white coil cap separated from the lv cover. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. A tier 2 CAPA is in place (B)(4) to address the root cause investigation of the separated/crack coil cap. A batch review has been conducted which revealed product met all acceptance criteria for release.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional narrative: the device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device and/or any additional information become available, a follow-up report will be submitted.

Event description:
Baxter (B)(4) received a report involving one (1) ce intermate lv 100 device. According to the report, the white piece that seals the top of the infusor has become disconnected. This is a potential breach of the sterile fluid pathway. This event occurred prior to patient use. There was no report of patient involvement or medical intervention. No additional information is available.